Manufacturer narrative:
(B)(4). The device was returned for analysis. The dislodged/dislocated stent was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint database revealed no other similar incidents reported for dislodged/ dislocated stent from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during initial insertion through the non-abbott tuohy the stent implant dislodged from the balloon and remained in the tuohy. There was no patient interaction. The device was removed without issue. There was no reported clinically significant delay in the procedure. No additional information was provided.